Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t gen. 5 stat assay (tntstat) on a cobas 8000 e 602 module. The sample initially resulted as 52 ng/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as < 0.010 ng/l. The repeat result was believed to be correct. The patient was given aspirin, an x-ray, and a stress test based on the erroneous result. The patient was also put on statin medication and aspirin based on the event. It was asked, but it is not known if the patient was adversely affected due to the medications, x-ray, and stress test. No adverse events were alleged. The tntstat reagent lot number was 24520400. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. He checked the system. He checked pump pressures and these were good. All probes were positioned properly and rinsing properly. No issues were found with the analyzer. He ran precision studies, correlation studies, and performance testing. He re-calibrated the high voltage and performed a blank cell. The customer ran calibration and controls. Controls were within range.

Manufacturer narrative:
For the last calibration completed on 13-jul-2018, calibration signals were slightly higher than expected. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, control recovery was acceptable for one level of control. Data was not provided for a second level of control. The investigation was unable to find a definitive root cause.